Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the front response button switch being contaminated. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Device evaluation of electrode belt has been completed. The reported problem (damaged belt) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was unable to be identified. There was no adverse event that resulted from the damaged belt and monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor reported that a patient's electrode belt's cable was damaged.